Manufacturer narrative:
(B)(4). Approximate age of device 1 year, 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, the patient began experiencing elevated lactate dehydrogenase (ldh) levels. The patient was treated with persantine in addition to aspirin and warfarin. The patient was upgraded to status 1a for transplant due to presumed pump thrombus and received a heart transplant on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus was not confirmed. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.